Manufacturer narrative:
Possible aro. A ge representative evaluated the system and confirmed the out of tolerance condition prior to adjustment of the collimator iris. System operates as intended.

Event description:
The customer reported the beam size was out of tolerance. No patient injury was reported.